Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels had rose to over 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reports they had been vomiting and was nauseous. Upon arrival at the hospital the patient applied a new pod as advised by the medical staff. The patients replacement pod was removed as the patient was going to be treated intravenously. The patient was treated with intravenous fluids, anti nausea medication and an insulin drip of 5 units. The patient was prescribed zofran. The patient was discharged from the hospital the following day. The patients pod will not be returned as it has been discarded.